Event description:
Boston scientific received information that during a recent ablation procedure, every time the physician went to ablate, the device would lose capture. Boston scientific technical services (ts) was consulted and stated that defibrillators are designed with a protective mechanism in the event that current over a certain threshold is detected on the leads (ie, from an external source such as cautery, rf ablation, external defibrillation). This mechanism is the "defib detect circuit". This circuit is designed to prevent energy from being delivered to an unintended location in the heart due to the circuit that is being created by the external current, as well as being delivered into the device and potentially damaging the circuitry. If current is seen on the leads that exceeds the threshold, this defib detect circuit causes the device to truncate any pacing that is occurring at that moment, and for the next 160 ms. While the device truncates, or cuts off any pace that is in progress if the defib detect circuit is invoked, a pace marker is still sent out because the intention to pace occurred but some small amount of energy (potentially sub threshold for capture) was delivered prior to the device truncating the pacing pulse. The physician stated that the patient has an underlying heart rate at 40 bpm and was stable. Ts discussed short bursts of ablation would probably to way to go. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and th defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.